Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. This lead was found to be dislodged after implant. The lead tip had fallen out of the rv and dropped down into the inferior vena cava. There were no adverse patient side effects reported. All available information suggests this lead remains implanted. There was no mention of a revision.